Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.

Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose was 118 mg/dl. Customer stated before the alarm numbers continued. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.